Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed to open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer failed to open. A field service engineer (fse) unseated and reseated all connections at the rear of the station as well as at the row boards of auxiliary drawer 7 and the station was rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer that failed to open. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.